Event description:
Customer reported the alarm has power, but when in use with the nurse call cable the alarm sounds continuously. Customer reported a rattling noise can be heard inside the unit. Customer did not provide a date when found. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product did not confirm the issue. The alarm does not sound continuously when in use with the nurse call cable, however, the nurse call led does not come on when weight is removed from the sensor pad due to damage to the nurse call receptacle and nurse call relay. The nurse call cable did not click when inserted into the receptacle and does not fit securely. There are rattling sounds from inside the unit. (B)(4).